Manufacturer narrative:
(B)(4).

Event description:
The receiver and transmitter were returned for evaluation. The devices were visually inspected, and no defect was found. Receiver charge and boot was performed and passed. Transmitter voltage testing was performed and failed. A receiver pairing test was performed and passed. Functional testing was performed on the receiver and there was no failure detected related to the complaint. A review of the receiver log was performed and passed. The reported issue was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.